Event description:
It was reported that on (B)(6) 2022, a patient's pacemaker's set screw was damaged during an unrelated procedure. The physician decided to explant and replace the pacemaker with a new one. The patient was stable throughout.

Manufacturer narrative:
Correction: serial number should have been (B)(6) rather than (B)(6).

Manufacturer narrative:
The reported event of setscrew anomaly was confirmed. Analysis found the ventricular setscrew inset was stripped, consistent with incorrect wrench insertion attempts. The setscrew anomaly was consistent with having occurred during the procedure. The setscrew was replaced with a new one, and the setscrew could be loosened or tightened. As received, the device was in vvi mode of operation. The device was then programmed to nominal settings. Electrical testing, mechanical stress testing, and battery assessment indicate normal device characteristics.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.